Manufacturer narrative:
The returned product was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. Furthermore, the provided angiographic material was reviewed. The dislodged stent was returned on the transportation wire but not inside the protective cover. The stent is severely deformed and elongated over its entire length. The delivery system was not returned for analysis. The provided angiographic images were reviewed but the actual complaint event is not visible. Review of the production documentation of the product detailed above did not reveal any non-conformity. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. The device in question was manufactured according to specifications and successfully passed all inprocess controls as well as the final inspection. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined. The final root cause is most likely related to unknown external factors.

Event description:
An orsiro drug-eluting stent system was chosen to treat a severely calcified isr lesion (98 percent stenosis degree) in a tortuous proximal rca. It was not possible to cross a lesion because the device got caught in the previous stent. The stent dislodged in the guiding catheter during removal. The stent was retrieved with a snare.